Event description:
Pt reported that she started using this infusion device on (B)(6) 2011. Blood glucose was "ok" at first, but during the night from (B)(6) 2011, blood glucose elevated to 19.8 mmol/l (365.4 mg/dl). Pt delivered insulin via pen as a correction. Pt reported, the piston rod moves too slow and the infusion device delivers too little insulin. Infusion set and cartridge are changed every 2 days. Infusion device was possibly exposed to water but has not been exposed ot electromagnetic fields. Normal blood glucose is 120 mg/dl. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.